Event description:
(B)(4) - the dentist reported that 4 months and 21 days after the dental implant was installed in intraoral region 10#, its non- osseointegration was observed.

Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be sent.

Event description:
(B)(4) - the dentist reported that 4 months and 21 days after the dental implant was installed in intraoral region 10#, its non- osseointegration was observed.